Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the 3100 a ventilator is "not working". The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
H10: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Troubleshot oscillator and found that the dump line was connected in the airway pressure line and the airway pressure line was connected to the dump line connector. Swapped both lines and tested unit. After testing unit it was within specifications. Performed calibrations and tested oscillator following vyaire service procedures. Unit is within manufacturer specifications and ready for use.